Event description:
It was reported that a patient underwent a gastric bypass procedure on (B)(6) 2021 and a fibrin sealant preparation device was used. The applicator leur lock would not unscrew. The procedure was completed with a like device. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: is the user a new user to vistaseal? No. If not, how many times have they used vistaseal prior to this event? 10+. How many times have they applied the laparoscopic tip? 10+. Was a sales representative present during the case when the issue was experienced? Yes. Were there any unexpected outcomes or complications as a result of the event? No. Are there pictures of the damaged device available? No. Investigation summary: according to the nature of the incident, an investigation related to the tips of the affected batch. The investigation was focused on reviewing the results of the batch records for the batch of tips used, this includes the review of the entire manufacturing process and all the related tests performed. Conclusions indicates that all the components parts, including the luer lock utilized for the involved batch met the established specifications and no issue or non-conformance were found which could be related to the mentioned notification. In conclusion, based on the investigation conducted, there is no evidence observed in the manufacturing procedure of the related tips which may be related to the incident reported. Furthermore, considering the lack of information received and the fact that no pictures neither units were available, it cannot be determined that the incident could be related to the quality of the product or the components used. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.